Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds that led possible to loss of capture. The patient complained of dizziness and had fall at home. It was then noted that they went into complete heart block. The rv lead was reprogrammed to a higher output with occasional loss of capture. The rv lead will be revised at a future date. No patient complications have been reported as a result of this event.